Manufacturer narrative:
There is no evidence of physical damage to the pump, visual inspection tests pass. The device's event log and alarm history were reviewed. No alarm was found according to the described event of 4 hours. It is concluded that there was no 4-hour secondary channel programming found, so the last programming of the secondary channel was followed as client protocol. The pump indicated that it was infused in channel a: 4.4 ml and in channel b: 20 ml, therefore, the sum of channel a and channel b results in 24.4 ml. Delivery in simultaneous mode: channel a 4.4 ml + channel b 20 ml = 24.4 ml total volume. Performing the measurement, it was obtained that the delivery in simultaneous mode was 24.4 ml. So, the difference between the programmed and the final result is 0.0 ml. The pump does not replicate the customer's reported complaint/event; the pump recording a delivery within the parameters/specifications that are allowed by ICU medical. A probable cause four the customer's experience is likely related to the data entry when scheduling the infusion by the medical personal. The performance verification testing was performed, and all tests passed.

Event description:
To clarify, the reported complaint/event occurred on an unspecified date.

Event description:
The reported complaint involved a plum a+ (11.3 version) new restart. The reporter stated that when an unspecified medication was programmed in the secondary, it was delivered in less time than programmed at the centro de especialidades de la mujer. The issue was detected with the primary set and the blood transfusion set. Although the exact date and time that this issue occurred is unknown, the customer explained that if the pump was programmed for 4 hours, it would pass the medication in about half of the programmed time. The event occurred during patient use, however; no one was reported as harmed.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.